Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The hcp reported that the patient heard a single-tone beep in succession coming from the pump that woke the patient up from a "dead" sleep. The patient was coming to the clinic tomorrow to have the pump status checked. No therapy issues were mentioned. Additional information was received the next day at which time it was reported that the hcp had checked the pump logs which showed no alarm logs, and the active alarm button on the home screen was absent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the noise heard by the patient was not an alarm made by the intrathecal pain pump. They played the critical and non-critical alarm to refamiliarize the patient with them and the patient was aware to contact the pain clinic if it occurred again. Per the hcp, the device was functional and there was no loss of pain control, overdose, or underdose symptoms.